Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated revision procedure, the right atrial lead exhibited noise. During the attempt to disconnect the lead from the pulse generator header, the physician had difficulty removing the lead. After multiple attempts, the leads could be removed and inserted into a new pulse generator. The lead remained implanted. The patient was in stable condition post surgery.